Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material rupture and the reported inflation issue were able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a myocardial infarction (mi). A 3.0x18mm xience prox stent delivery system (sds) advanced to the moderately tortuous, right coronary artery (rca), moderately calcified lesion. Resistance with the anatomy occurred during device advancement. During deployment attempt, the balloon was unable to inflate. There was no stent deployment and the device was removed from the patients anatomy. Once outside the patients anatomy, a balloon rupture was observed. A non-abbott device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. The patient is in satisfactory condition. There was no additional information provided.